Event description:
Subsequent to device application it was noted that the "c/d" mechanism would not move "passively." As previously scheduled, the md changed the fixator. There was no injury to the pt.